Event description:
Physio-control was performing inspection and maintenance of the facility's devices and observed a failure of a device to measure patient impedances while testing with a patient simulator. A failure of the device to measure a patient's impedance could prevent the device from recognizing a patient connection, analyzing a patient's rhythm, charging, and shocking a patient. There were no reports of any patient use associated with the observed failure.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation. The device was returned to the customer. Physio further evaluated the replaced pcb assembly, but could not determine root cause for the observed discrepancy.